Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
Customer's mother reports that customer had received a button error alarm. Customer's blood glucose was 158 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.